Event description:
It was reported that the implant straight inserter would not hold the cage firmly. This incident occurred during the operation of a spinal procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Without additional device information, the manufacturer date and a review of device history records is not possible at this time.